Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that during the deployment of the vascular stent in the sfa following a successful angioplasty, approx three-fourths of the vascular stent was deployed when the trigger mechanism of the deployment system became blocked. The stent placement could be completed manually and the delivery system was removed over the guide wire without issue. No pt injury was reported.